Manufacturer narrative:
Further investigation of the customers issue included a search for similar complaints, accuracy testing and review of labeling. Review of ticket trending data did not identify atypical complaint activity related to discrepant patient results. Since the lot number is unknown a lot search was not performed. Historical accuracy testing was reviewed for a representative reagent lot (17330un12). Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the assay performs per specification. Additionally, there is not enough information to reasonably suggest a malfunction. The issue involves a limited number of samples and it is unknown if any troubleshooting of the samples was performed. Labeling was reviewed and found to be adequate. No additional issues were identified.

Event description:
The customer observed falsely elevated troponin results while using the architect i1000sr instrument. The physician performed a cardiac catheterization. The customer's cutoff is 0.028 ng/ml. No patient data or test values are available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).